Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 22nd december 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. The device failed multiple self-tests due to a low battery on the (B)(6) 2014. An increase in voltage then suggests a further pad-pak was installed. Multiple manual power ups containing nonsensical durations were recorded on the (B)(6) 2015. The device records manual power ups of ten minutes duration between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.